Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation the rear response button was non-functional. The cause for the non-functional response button was an torn rear response button cable. The root cause for the torn cable was mechanical force. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor (B)(4) and reported that the response buttons were unable to activate the device.